Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the leads came out.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome. It was further reported that the right ventricular (rv) lead exhibited dislodgement, unstable thresholds, non-capture, nerve stimulation and diaphragmatic stimulation. It was further reported that the right atrial (ra) lead exhibited dislodgement, high thresholds, non-capture, nerve stimulation, muscle stimulation and pocket stimulation. The rv and ra leads were explanted and replaced. It was also reported that the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.